Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 140h had external fluid leakage from the header during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection showed the sample to be wet with priming solution and without blood contact. Functional leak testing of the dialysate side was performed, and a leak was observed from a crack in the header cap welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was determined to be manufacturing related. A nonconformance was previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.